Event description:
Litigation alleges that patient suffered from pain, discomfort, swelling, inflammation and elevated cobalt and chromium levels.

Manufacturer narrative:
**Update: (B)(4) 2013. Pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 1/25/16-pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added to the complaint for the alleged high metal ions. No labs, revision operative note, or part/lot has been provided. The complaint was updated on: 2/11/2016.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. Update 1/25/16-pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added to the complaint for the alleged high metal ions. No labs, revision operative note, or part/lot has been provided. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.